Manufacturer narrative:
On february 12th of 2021, during the spinal fusion surgery, the thread of the CT driver's distal tip where a screw is conjunct with its head broke off while inserting the screw into the patient. Based on the design intention, a user should conduct threading after making sure the hex part fully connects to the screw. However, if the user doesn't make the hex part of the driver's distal tip not fully projected enough to be connected to the screw, the thread part could be broken during inserting the screw as the stress concentrates on only the thread part. So the thread part of the driver may be broken. Concerning it, we gave the user the precautions for assembling the instrument components. Although this problem occurred for the first time resulting from the user error, we determined to change the design of the driver to complement voluntarily even to that extent. So we don't need the recall process. Besides, the thickness of the same lot(19i09040)'s thread part in the distal tip was measured to see the possibility of nonconformity in the manufacturing process and we confirmed the conformity.

Event description:
Inserted threads broke off into the inserter, it is not able to advance the screw in anymore or remove cause the threads broke in the screw. The threads seared off inside of the screw, the screw was fine the surgeon just was not able to advance the screw anymore nor was he able to take it out because the threads were still screwed inside the screw head. He needed to screw a couple more turns but it was ok and down enough he could work with it. The broken thread left inside of the screw head.